Event description:
Same case as 1527460-2012-00022. The pump was set to deliver a pediatric nutritional product at a rate of 40ml per hour for a total of 480ml; however, in 3 hours it had delivered 380ml (per visual inspection). The pump did not alarm, and the display showed that only 80mls had been fed after 3 hours. The patient was coughing and unable to vomit due to recent nissen procedure; therefore, the mother had to aspirate a total of 260ml of feed from child's stomach via the peg to prevent choking. The patient outcome is listed as recovered.

Manufacturer narrative:
(B)(4): excess flow or over-infusion; (B)(4): aspiration. The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint for over-delivery was not confirmed. The pump delivered at -1.93% accuracy, which is within specification.